Event description:
It is reported that the head of the bone screw broke off leaving the remainder in the pt. The surgeon said the screw is below the level of the shell so there is no impingement of the liner.

Manufacturer narrative:
This report will be amended when our investigation is complete.